Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the implant backed out. The patient had an ossification of posterior longitudinal ligaments. The surgeon requested a re-operation through the distributor. The implanted bone graft was anteriorly displaced and the screw inserted into c7 was backed out from the plate. The screw did not move out from the plate, so the locking appeared stable. The reoperation planned for (B)(6) will be with the next size-up of plate length and screw diameter. The plate and screws were returned and sent for investigation. No further information was provided and no additional information about the event is available at this time. This is report 5 of 7 for complaint (B)(4).

Manufacturer narrative:
Manufacturing evaluation was conducted. The report indicates that the screw is worn but over all to be classified as in working order. The color of the outside surface is partially worn away. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed and a manufacturing evaluation can not be performed. No conclusion could be drawn as the device has not being returned and no lot number was provided.